Event description:
During preventative maintenance (pm) performed at zoll on (B)(6) 2022, the autopulse platform (s/n (B)(4)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(4)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Load cell characterization test procedure failed and revealed that both load cell modules were defective, likely attributed to mishandling such as a drop or a defective component. The load cell modules need to be replaced to remedy the fault. During visual inspection, there was no physical damage observed on the autopulse platform. The customer declined the quote for the repair, and the service will not be performed by zoll. The autopulse platform will be returned to the customer without repair, and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).